Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7114501.

Event description:
It was reported that the clinical study patient passed away due to severe cardiac arrest four days after being implanted with the deep brain stimulation (dbs) leads. The physician assessed the event could possibly be related to the procedure. However, it was noted that the procedure went well with no complications. No further information has been obtained despite good faith efforts.